Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated pacing capture threshold in the rv (right ventricle) was elevated. From (B)(6) 2015 through (B)(6) 2016, rv capture threshold varied from 1v - 1.75v. Concomitant medical products: 5554 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient experienced a fall due to syncope and presented to the emergency room with heart rates of 30-40 beats per minute. It was discovered that right ventricular (rv) lead thresholds had risen and loss of capture was observed. Outputs were increased to establish a new safety margin and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.